Manufacturer narrative:
Additional information: b5, d10 (date is ni), h6 (update codes), h11. B5: either one (1) or (2) devices under-infused. The devices contained fluorouracil and saline. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume folfusors underinfused during infusion. There was an unspecified quantity of instances where the device failed to deliver the full dose of medication to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.